Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger/modem was not recognizing his battery packs. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation, contamination was discovered on the charger/modem's battery board. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated battery board. The patient received a replacement battery charger/modem.